Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed top left soft key not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad is punctured. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device observed top left soft key not functioning. No additional information is available.